Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during ablation of the right superior pulmonary vein (rspv), palpation of the diaphragm and compound motor action potential (camp) showed a decrease in response. The ablation was discontinued immediately by double-stop; however, no improvement was seen after the thawing phase. The left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were isolated by cryo prior to the event. Ablation of the rspv and right inferior pulmonary vein (ripv) was continued with radiofrequency (rf) ablation. The case was completed using rf. It was further noted that the patient¿s right lung functions were ¿not good¿ and although the phrenic nerve motion did not fully recover, it did respond a bit at discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed multiple applications were performed on the date of the event and did not show any issues. However, multiple injections were non-sustained. The catheter was not returned for investigation. A known clinical issue was encountered during the procedure (phrenic nerve injury). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.